Event description:
It was reported that both the atrial and right ventricular (rv) leads experienced a subclavian crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor was distorted due to the 1st rib/clavicle. The outer insulation was breached/cut, and exhibited cosmetic environmental stress cracking (esc), and blood was found on the proximal conductor (not obstructed), and on the distal end of the electrode. The lead exhibited apparent explant damage.

Event description:
It was reported that both the atrial and right ventricular (rv) leads experienced a subclavian crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.